Manufacturer narrative:
Concomitant product(s): a 407652 lead, implanted: (B)(6)2004; etbf3220c145e stent graft, implanted: (B)(6)2014; etlw1620c82e stent graft, implanted: (B)(6)2014; etlw1620c93e stent graft, implanted: (B)(6)2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was high right ventricular (rv) lead impedance and a confirmed fracture. It was further reported there were multiple high rate non-sustained episodes and an elevated sensing integrity counter (sic). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. If information is provided in the future, a supplemental report will be issued.